Event description:
It was reported that during an unknown procedure, the clip of the 1st device was malformed. The clip was out of alignment from the jaws at the time of firing and it was deployed at a tilt. There was an unexpected resistance in grasping the trigger of the 2nd device. There was no damage on the target tissue. It was unknown which firing of each device each event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, seventeen clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.